Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the customer was changing the cartridge when the alarm occurred. Customer¿s blood glucose value 190 mg/dl. Reportedly, the cartridge was changed to address the issue.